Event description:
Info was received in 2003 from a physician via, a sales rep regarding a pt, who underwent a hysteromyomectomy and a cystectomy of a cyst in the left ovary for treatment of their endometriosis in 2003. The day of the surgery the pt was started on piperacillin sodium 4g/day via IV drip for prevention of postoperative infection. The operation lasted about 1 hour. After resecting the hysteromyoma and the left ovarian syst, the uterus and ovary were anastomosed and sutured by hand. The physician noted that there were no existing adhesions. The patient's abdominal incision was approximately 8 cm long and three layers deep. One sheet of seprafilm was placed at both periovulars, just below the parietal peritoneum, no seprafilm was placed on the anastomosis. The three layers of the abdominal incision were closed with a skin stapler. In the evening, the day of the operation, the patient developed a fever of 37.8 degrees celsius (c). The patient was put under observation and the next day their fever had increased to 39.1 degrees c and pt experienced generalized fatigue. At that time, the patient's physician attributed the fever to the operation. The pt's fever continued to increase to 39.3 degrees c (102.7 degrees f) later in the day. The pt continued treatment wtih IV piperacillin sodium 4g/day. Laboratory tests in 2003 revealed a white blood cell count (wbc) of 13600/mm^3. The next day, the pt still had a fever of 38.8 degrees c and a wbc count of 17000/mm^3 and a c-reactive protein (crp) level of 30.1. As a result, the patient's antibiotic treatment was changed to panipenem-betamipron. The following day, the patient's wbc count was 10700/mm^3 and their crp level was 27.1. Treatment with panipenem-betamipron was discontinued three days later. The day after, the patient's wbc count was 6800/mm^3 and their crp level was 2.2. The pt completely recovered from the fever the next day. The patient's surgeon reported the fever as moderate in intensity and possibly related to the administration of seprafilm.